Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 6.6 mmol/l (expert) and 3.9 mmol/l (nano). No adverse event reported. Return of suspect device was requested and replacement was sent.